Event description:
It was reported that unspecific number of bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: we had about 20 occurrences. We draw up our vaccines in a med area before we go into the patient room, so we were able to catch the error while priming the needle in the med station. Luckily, no patients were impacted. There was no serious injury. I have about 7 needles still attached to the vaccine we were going to give. I have about 6 needles, that were taken off the syringe, saved that the vaccine is not attached to any longer. There is at least one needle that still is attached to a flu vaccine that still has the resisting '"pressure" that prevents the fluid from being able to be pushed through the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecific number of bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: we had about 20 occurrences. We draw up our vaccines in a med area before we go into the patient room, so we were able to catch the error while priming the needle in the med station. Luckily, no patients were impacted. There was no serious injury. I have about 7 needles still attached to the vaccine we were going to give. I have about 6 needles, that were taken off the syringe, saved that the vaccine is not attached to any longer. There is at least one needle that still is attached to a flu vaccine that still has the resisting '"pressure" that prevents the fluid from being able to be pushed through the needle.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-dec-2022. H6: investigation summary: forty two samples received, 32 came in sealed packaging blisters and 20 with no packaging blisters nor plastic shields. Upon visual evaluation, no defects or issues observed on the needles. Each sample was connected to a syringe with saline solution, 40 samples expelled the solution with normal flow, one appeared clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that unspecific number of bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: we had about 20 occurrences. We draw up our vaccines in a med area before we go into the patient room, so we were able to catch the error while priming the needle in the med station. Luckily, no patients were impacted. There was no serious injury. I have about 7 needles still attached to the vaccine we were going to give. I have about 6 needles, that were taken off the syringe, saved that the vaccine is not attached to any longer. There is at least one needle that still is attached to a flu vaccine that still has the resisting '"pressure" that prevents the fluid from being able to be pushed through the needle.